Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
A clinical director reported that a patient was diagnosed with staph marginal keratitis in both eyes, five days after bilateral prk (photorefractive keratectomy) surgery. The patient was asymptomatic and there was no alteration to the post-operative medication because of the diagnosis. Currently, the patient is taking only artificial tears.